Event description:
Co2 activated stapler gun failed to eject and staple on rounds 3 & 4 of 4 staples. This occurred repeatedly with two different lot numbers. As a consequence, surgery was delayed up to one hr and manual staples were needed to complete the procedure with the lung. As the equipment "pinched" without "stapling" some friable lung tissue was torn.